Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be established. The event can be prevented by following the instructions for use: "operation manual instructs to inspect suction function in chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a procedure using the evis exera iii colonovideoscope, the doctor stated he sucked up what appeared to be seeds into the channel, causing blockage. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the instrument channel was blocked and had slow suction flow due to incorrect or insufficient reprocessing of the scope. Due to this finding, there was no pass possible in the brush passageway. Upon further inspection, it was observed that there was leaking in the biopsy channel and did not pass the leak test. A cut was observed on switch 1. It was also observed that the forceps passage had multiple kinks inside of the channel. It was observed that the angulation did not meet standard and the play of the control knob movement had defects. Peeling was observed on the objective lens. It was also observed that the distal end plastic cover had a crack and scratches. Also, the light guide lens had a crack and scratches. Lastly, it was observed that the glue of the bending section cover was cracked and discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.